Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The stent, the flexible cannula and an accessory were returned. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Visual inspection revealed that the stent was kinked at the middle section and the flexible cannula was detached. No other issues were observed in the devices. Under the microscope it was observed that the flexible cannula was detached.

Event description:
It was reported that the stylet was difficult to removed and was broke. A flexima catheter drainage was selected for use. During the procedure, the inner stylet would not come out after placing the biliary drain, furthermore, it got broke into pieces as the physician had to use force to pull out the plastic stylet and to deploy the pigtail. All the broken pieces were removed but the procedure was prolonged for additional of 2 hours. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the stylet was difficult to removed and was broke. A flexima catheter drainage was selected for use. During the procedure, the inner stylet would not come out after placing the biliary drain, furthermore, it got broke into pieces as the physician had to use force to pull out the plastic stylet and to deploy the pigtail. All the broken pieces were removed but the procedure was prolonged for additional of 2 hours. The procedure was completed with a different device. No patient complications were reported.